Manufacturer narrative:
H10: the actual sample was received for evaluation. A pressure test was performed and a leak was observed at the level of the upper blood head. The blood head was cracked (imprint 16). The reported condition was verified. The potential causes identified are; transportation issue: damaged component due to a shock on the product and product handling issue: improper handling of the product during/after unpacking, leading to its damage. Nevertheless, baxter cannot determine the exact cause of the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of prismaflex set, a leak in the connection was observed. There was no patient involvement. No additional information is available.